Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-01151. Reference MFR report # 1627487-2010-01152. The patient received her scs system consisting of an ipg and two percutaneous leads (different lots) on (B)(6) 2006. It was reported that one of the leads pulled out of the ipg header and migrated into the epidural space. The ipg and lead were replaced on (B)(6) 2007. Follow up on the patient found that no further issues have been reported. The ipg and lead were returned to ans for evaluation. The lot number of the returned lead was not documented so both lots are included in this report. No further information is available.

Manufacturer narrative:
Device 1 of 3. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned missing terminal end contact (found in header of returned ipg). Unknown what overstress caused the electrode to detach from the lead body. Lead fails continuity testing due to the missing contact but passes at all other contacts. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.